Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believes the pump does not deliver properly. The customer declined troubleshooting with tandem technical support. The customer declined to state if the reported issue had an impact on blood glucose levels. Reportedly, the customer stopped using the pump began using manual injections as insulin therapy.